Manufacturer narrative:
No product will be returned per customer. The photo provided by the customer could not confirm a leak from the filter. The root cause of this failure was not identified.

Event description:
The customer reported a general issue of sets leaking in different care areas including cicu and nicu, and stated the leaks may have occurred with tpn solutions at either the filter or a connection point. The facility¿s clabsi task force was notified of the issue by risk management, however there was no report of any infection or harm related to the event. Some sets leaked during patient use at either the filter or a connection to another set, and some sets contained cracks on the filter or luer. The sequestered sets were combined together and sent to the biomed team for inspection and testing. No specific event details were provided, and no patient harm was reported.

Manufacturer narrative:
Although requested, product has not been received, and patient information was not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a general issue of sets leaking in different care areas including cicu and nicu, and stated the leaks may have occurred with tpn solutions at either the filter or a connection point. The facility¿s clabsi task force was notified of the issue by risk management, however there was no report of any infection or harm related to the event. Some sets leaked during patient use at either the filter or a connection to another set, and some sets contained cracks on the filter or luer. The sequestered sets were combined together and sent to the biomed team for inspection and testing. No specific event details were provided, and no patient harm was reported.